Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, doctor accidentally damaged ipp during reposition revision.

Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the returned device. Because quality's examination of the returned components may not conclusively confirm or disprove the report of malposition, quality accepts the physician's observations of such as the reason for surgical intervention. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time